Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with calcium in the posterior anulus and subvalvular apparatus. A mitraclip nt was inserted without issues and grasping was performed. However, difficulties grasping the leaflets occurred. The clip was brought back to the left atrium. After returning the clip to the atrium, the grippers were rechecked. However, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was removed from the patient. The clip was tested while outside the patient, and one gripper was able to be lowered, and the other gripper was blocked. It was observed that calcium or tissue in the gripper. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided the reported positioning failure associated with leaflet grasping resulting in tissue damage and single gripper actuation issue appear to be related to patient conditions and due to calcified posterior anulus and subvalvular apparatus. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.